Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of myocardial infarction is listed in the xience alpine everolimus eluting coronary stent system, instructions for use as a known patient effect. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a 2.75 x 15mm xience alpine stent was implanted on (B)(6) 2018. The patient presented with st-elevation myocardial infarction (stemi) before the procedure. On (B)(6) 2018, the patient was readmitted with cardiovascular symptoms, including myocardial infarction. Treatment performed was unspecified and the final patient outcome is unknown. No additional information was provided.